Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: explant date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: initial reporter telephone number: (B)(6) section h3-other (81): it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted into the patient's eye, doctor noticed a scratch in the middle of the optic. The iol was removed and replaced. There was no harm to patient. No further information available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Date returned to manufacturer: 14 april 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: no intraocular lens (iol) was received as part of this return. If the iol is received after initial closure, the investigation record and complaint file (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Visual inspection of the handpiece revealed that the complaint handpiece was received with the cartridge tip cracked. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint or observed issue could be identified. The complaint issue of "cosmetic issues" could not be confirmed due to no lens being returned for product evaluation. The other observed issues found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.